Event description:
The catheters were not returned for examination, however, during our investigation we discovered that the pt (also a nurse) was using 3cc syringes to flush the catheter. The pt also reported that the home care nurses dressed the catheter with tape over the catheter tubing. This method is not consistent with co's guidelines for securing the per-q-cath. Using 3cc syringes to flush a 3 french catheter can over pressurize the catheter & cause it to rupture. Placing tape over the catheter tubing can also contribute to catheter damage. The per-q-cath should be dressed according to the package insert instructions.